Event description:
The customer reported via phone call that they received a button error alarm that they could not clear. Customer stated they were playing baseball and could have pressed on the insulin pump's buttons. The customer's blood glucose was 97 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.